Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that their pump had a delivery anomaly and they experienced high blood glucose on (B)(6) 2017 with blood glucose of 475 mg/dl at the time of the incident. The customer was at 333 mg/dl at the time of the call. The customer states that when their reservoir is at 60 units or below it causes her to go high, and it's 100 units or more, it causes her to go low. The customer used the pump and manual injections to treat the high. The customer experienced symptoms such as stomach pain. The customer also had a low incident around (B)(6) 2017 with blood glucose of 29 mg/dl at the time of the incident. The customer used food to treat the low. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump failed the displacement test twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump not received stuck in manufacturing mode. Unit passed the full functional test including the displacement test, rewind, prime/seating test, basic occlusion test and force sensor test. Sleep current measurement and active current measurement within specifications. Insulin flow blocked alarm functions properly during basic occlusion and occlusion test. Pump passed the delivery accuracy test. Unit received with cracked retainer, minor scratched display window and scratched case.